Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 100% stenosis, heavy calcification and moderate tortuosity. The hi-torque (ht) balance middle weight (bmw) universal ii guide wire had resistance with the anatomy and a microcatheter during advancement and failed to cross due to the anatomy. There was resistance with the microcatheter during removal. The guide wire was removed independently. There were no other device issues. Another guide wire was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.